Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device was within specification, yellow and red biological tissue, and fold creases. After the auto clave cycle were observed to be cloudy color in the gel and voids. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint (rupture).

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/23/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported left side "leaking" and capsular contracture, baker grade IV. Device remains implanted.